Event description:
It was reported that a luer activated valve detached from a clearlink set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tube was disconnected from the lower y and seal marks were present at the end of the disconnected tube. The tube internal diameter and the tube wall thickness were measured and were found to be within specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.